Manufacturer narrative:
Event date - unk. Implant date - unk. Information was received via journal article that can be located at: https://www.researchgate.net/publication/11842073_reconstruction_of_segmental_defects_during_revision_procedures_of_the_acetabulum_with_the_burch-schneider_anti-protrusio_cage.

Event description:
It is reported that one patient patient that suffered from gastrointestinal hemorrhage.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00392.